Manufacturer narrative:
The customer's device was returned and examined by the nihon (B)(4) repair center. The reported problem was duplicated. The problem was corrected by replacing the cpu. The device was returned to the customer.

Event description:
The customer reported that receivers on this device are giving abnormal alarms and abnormal signals.